Manufacturer narrative:
The reported events of oversensing noise and low pacing impedance were confirmed. As received, a partial lead was returned in three pieces. Visual examination found two external abrasions breaching the outer insulation and exposing the outer coil due friction to the device can located proximal from the suture tie impressions. Unable to perform impedance test due to condition of lead as received. The cause of the reported events was due to the exposure of the outer coil in the abrasion zones.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited noise oversensing and low pacing impedance. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.